Event description:
A mayfield tri-star swivel adaptor was reported to have the following problems; the system is looking older than it should. All the surfaces of the devices are severely worn. There are rusty parts. There was pt contact and there was no injury but, there was a surgical delay (the amount of time the surgery was delayed was not provided). Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.